Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: additional information indicated that a vitrectomy was performed and that the incision was enlarged to explant the lens. The patient outcome, progress after replacing the lens was reported to be good. The model and sn of the replacement lens was not provided. The following codes were added accordingly: (B)(4) incision enlargement, vitrectomy. Device available for evaluation; returned to manufacturer on: 05/29/2020. Device evaluation: the sample was received at the manufacturing site and was evaluated. The surface of lens was observed with particles and residues of viscoelastic related to the handling of the unit in a surgical procedure. Also the lens was cut. The condition observed is consistent with a lens that has been explanted. There was no edge or surface damages observed the reported issue was not verified and it could not be determined if the condition reported is related to manufacturing process since impacted lens was used and cut in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: manufacturing records review: the manufacturing records for the device were reviewed. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint has been created for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting an intraocular lens (iol), the physician confirmed a capsule rupture when ovd (ophthalmic viscosurgical device) was removed. After that, the iol was replaced with a 3-piece lens and the procedure was completed successfully. It was indicated that the issue might have been caused by an operational technical issue and the doctor commented that any damage of around the lens could have caused the rapture. There was no patient injury reported. No additional information was provided.